Event description:
The screw driver was used to screw the dome hole plug into the acetabular shell implant (trident cup). The screwdriver tip broke off within the dome hole plug before the plug had been fully seated. The broken piece of screwdriver was unable to be retrieved from the dome hole plug and the plug was unable to be fully seated. The dome hole plug was also unable to be taken out. The surgeon drilled into the dome hole plug and broken fragment to remove both items from the acetabular shell. Plug and fragment were removed. The surgeon did not replace the dome hole plug.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.